Event description:
It was reported on (B)(6) 2012 that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead fracture was noted via fluoroscopy. Lead to be explanted.